Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implant procedure, while loading the lens the haptic was broken. The iol was not in proper position to implant in the capsular bag· the surgery was completed with back up replacement lens on the same day· additional information was requested.

Manufacturer narrative:
Additional information was provided in b.2., b.5., h.11. Based on information received following submission of the initial report, it was confirmed from the sales representative that the current lens is only a replacement request only and not a complaint. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested, received and stated there was no reported defect or fault with the iol. This is just a replacement request only.